Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd cycler set leaked from an unspecified location. The leak was further described as "floor is wet." This occurred during set up of the device for peritoneal dialysis therapy. The patient was connected at the time of the event. Renal therapy services (rts) assisted the patient in removing the cassette. The patient would start over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.